Event description:
It was reported that ongoing intermittent malfunction alarms occurred. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. Customer¿s blood glucose (bg) level was ranged from 430 mg/dl to displaying as "high"; however, specific value was not provided. Elevated bg was address with a correction bolus via the pump.